Event description:
It was reported that the patient was admitted (B)(6) 2018 for a small intestinal bleed. The patient also had an infection on (B)(6) 2018.

Manufacturer narrative:
The patient had prior admissions for bleeding and infection in MFR numbers: 2916596-2021-07806, 2916596-2021-07807, 2916596-2021-07810, 2916596-2021-07811, 2916596-2021-07812, 2916596-2021-07813, 2916596-2021-07815, 2916596-2021-07816, 2916596-2021-05574, 2916596-2021-05620, and 2916596-2021-07821. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Treatment for the patient was fasting therapy and anticoagulant control at the range between 1.5 to 2.0 international normalized ration (inr) during fasting. The infection was controlled by an antimicrobial drug.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on the heartmate (hm) ii left ventricular assist system (lvas), (B)(6) and experienced more gastrointestinal bleeding on (B)(6) 2019, and another infection on (B)(6) 2019. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit was shipped on 18oct2016. The heartmate ii lvas IFU and the heartmate ii lvas patient handbook are currently available. Heartmate ii lvas IFU lists bleeding and infection as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. The patient care and management section provides information on controlling infection. No further information was provided. The manufacturer is closing the file on this event.